Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they noticed air bubbles in the reservoir on the third day. The customer's blood glucose was unknown at the time of incident. The customer also stated that their sensor gives inaccurate readings once in a while. The customer declined to be transferred to the help line. Troubleshooting did not occur. The insulin pump will not be returned for analysis.